Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a coronary artery stenting treatment procedure there was resistance during advancement. The procedure was to treat a 90% stenosed lesion in the moderately tortuous 1st diagonal artery. Predilation was performed with a 2.5x15mm non-bsc balloon catheter. The physician was unable to deliver the 2.75x20mm taxus liberte stent to the lesion due to resistance encountered during advancement. The procedure was completed with another manufacturer's 2.75x18mm stent. There were no reported patient complications and the patient status is good. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the taxus liberte sds (stent delivery system) device was received for analysis. There was blood visible in the distal shaft. The sds device with the stent was visually, tactilely and microscopically examined along the entire length. The balloon was tightly folded and the stent was located between the markerbands. Microscopic examination of the stent implant identified damage on the distal end of the stent; the first three rows were damaged and stretched. Tip damage was also found. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).